Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that he experienced a separation of his infusion set tubing at the luer-lock connection. The infusion set tubing had been in use "probably tow to three days" when this occurred. Due to the separation, there was insulin leakage that resulted in a corresponding rise in blood glucose level. He reported a blood glucose reading of 300 mg/dl. He did not report symptoms related to his elevated blood glucose level. He replaced his infusion set tubing and administered a bolus of insulin using his infusion device to reduce his blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was available to be returned for eval.